Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient did state that, while in the hospital, they were throwing up and dry heaving and the stimulation was shocking them. Patient stated, "since I've had the stimulator in, I've had some issues with like my lab work and getting sick where I'll just start getting nauseous and as I get up and I'll start dry heaving and puking the stimulator will just start it would intensify almost like as if I would start laughing" and "like intensify it." Patient reported the hcp told them to just turn it off when that happened. Patient stated "that's the reason I've had it off for a while and that's the reason the battery died" (see related case). Patient stated the last time the controller depleted, once they had the controller and ins charged and turned it on "it like was shocking me and I instantly started sweating and I couldn't move and I don't want that to happen again" (see related case). Patient reported they were having CT scans, mris (confirmed a "couple" were full body), x-rays, cardio echos, hida scans, and testing around the clock in the hospital.  A manufacturing representative (rep) said  it wouldn't be a problem for them to have those procedures, including the mris and it wouldn't affect their device. Agent provided information on MRI mode and redirected to hcp. Patient stated their reps were aware of the issues and, due to the nature of the call, agent did not press for specifics of notify date.